Event description:
It was reported that during angioplasty of the left internal mammary graft, the catheter became trapped and was unable to be advanced or removed. The physician reports that the vessel was very tortuous and had multiple pseudo-lesions. He attempted to use a wire and another balloon catheter to remove the ace, but the ace catheter then separated, leaving approx 5-6 inches of the distal catheter, wire, and balloon in the graft. The pt was hemodynamically stable and had to evidence of ischemia throughout the procedure. Pt was taken to coronary bypass surgery within mins and has done well since. The physician believes the catheter did not malfunction and that it performed as best it could given the tortuosity of the vessel and the multiple pseudo-lesions.